Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain /chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted insertion dates mentioned were (B)(6) 2012 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: results of confirm. Test left occlusion only. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case become incident. Events added abdominal pain, psychological trauma, genital bleeding, dysmenorrhea (cramping),dyspareunia, menorrhagia, device dislocation. Reporter added, patient demographic added, essure removal date added, product indication updated. Lab data updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: essure device is seen separate and superior to the proximal portion of the tube'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 24-year-old female patient who had essure (batch no. A02550, 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in (B)(6) 2013. The patient's medical history included asthma, hypertension, endometrial ablation and anemia. Concurrent conditions included obesity, gerd, dysfunctional uterine bleeding, polycystic ovaries, kidney infection, uterine leiomyoma and endometriosis. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2013 to (B)(6) 2016, duloxetine hydrochloride (cymbalta) from (B)(6) 2013 to (B)(6) 2014, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac) since 2014, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2012 to (B)(6) 2016, ibuprofen (motrin) from (B)(6) 2012 to (B)(6) 2016, lansoprazole since 2004 and pantoprazole from 2008 to 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain /chronic"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). The patient was treated with surgery (ablation,d&c and hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, anxiety, depression, nausea and weight increased outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, dyspareunia and dysmenorrhoea had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted insertion dates mentioned were (B)(6) 2012 and (B)(6) 2013. On both the sides 3 coils were visible in uterine cavity. Tubal ligation. Patient received treatment for pain and bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), migration of essure device.; on (B)(6) 2013: impression: indwelling bilateral essure devices. The left fallopian tube remains patent and the essure device is seen separate and superior to the proximal portion of the tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: depression, dyspareunia, anxiety, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number added. Outcome of event pelvic pain were updated. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: essure device is seen separate and superior to the proximal portion of the tube'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and genital haemorrhage ('general abnormal bleed') in a 24-year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in (B)(6) 2013. The patient's medical history included asthma, hypertension, endometrial ablation and anemia. Concurrent conditions included obesity, gerd, dysfunctional uterine bleeding, polycystic ovaries, kidney infection, uterine leiomyoma and endometriosis. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2013 to (B)(6) 2016, duloxetine hydrochloride (cymbalta) from january 2013 to december 2014, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac) since 2014, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2012 to (B)(6) 2016, ibuprofen (motrin) from (B)(6) 2012 to (B)(6) 2016, lansoprazole since 2004 and pantoprazole from 2008 to 2010. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain /chronic"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). The patient was treated with surgery (ablation,d&c and hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, anxiety, depression, nausea and weight increased outcome was unknown, the menorrhagia, genital haemorrhage, dyspareunia and dysmenorrhoea had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted insertion dates mentioned were (B)(6) 2012 and (B)(6) 2013. On both the sides 3 coils were visible in uterine cavity. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), migration of essure device.; on (B)(6) 2013: impression: indwelling bilateral essure devices. The left fallopian tube remains patent and the essure device is seen separate and superior to the proximal portion of the tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: depression, dyspareunia, anxiety, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical records received: lot number was added. Reporter information, lab data, medical history, concomitant drugs were added. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, depression, nausea, failure to occlude (close) fallopian tube(s), weight gain / loss specify which one: weight gain" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: essure device is seen separate and superior to the proximal portion of the tube'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleed') in a 24-year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in (B)(6) 2013. The patient's medical history included asthma, hypertension, endometrial ablation and anemia. Concurrent conditions included obesity, gerd, dysfunctional uterine bleeding, polycystic ovaries, kidney infection, uterine leiomyoma and endometriosis. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2013 to (B)(6) 2016, duloxetine hydrochloride (cymbalta) from (B)(6) 2013 to (B)(6) 2014, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac) since 2014, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2012 to (B)(6) 2016, ibuprofen (motrin) from (B)(6) 2012 to (B)(6) 2016, lansoprazole since 2004 and pantoprazole from 2008 to 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain /chronic"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). The patient was treated with surgery (ablation,d&c and hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, anxiety, depression, nausea and weight increased outcome was unknown, the menorrhagia, genital haemorrhage, dyspareunia and dysmenorrhoea had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted insertion dates mentioned were (B)(6) 2012 and (B)(6) 2013. On both the sides 3 coils were visible in uterine cavity. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), migration of essure device.; on (B)(6) 2013: impression: indwelling bilateral essure devices. The left fallopian tube remains patent and the essure device is seen separate and superior to the proximal portion of the tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: depression, dyspareunia, anxiety, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.